Manufacturer narrative:
The first sentence in previously reported description should read: it was reported that the patient was not getting therapeutic benefit from their implantable neurostimulator (ins) system.

Event description:
It was reported that the patient was getting therapeutic benefit from their implantable neurostimulator (ins) system. Diagnostic fluoroscopy showed the lead component was in s2 instead of s3. A new lead was then placed in s3 along with a new ins implanted with no issues noted. It was reported that everything went well. Should additional information be received a supplemental report will be filed. See manufacturer¿s report #3004209178-2015-11906 for the lead breaking off during removal issue.

Event description:
It was reported that the patient was not getting therapeutic benefit from their implantable neurostimulator (ins) system.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v693796, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type lead. (B)(4).